Event description:
The physician reports performing cataract surgery with attempted implantation of the intraocular lens using the ez-28 delivery device. During the procedure, the surgeon had difficulty inserting the tip of the ez-28 injector into the incision. Intervention was performed in order to enlarge and suture the incision. The pt's prognosis is good.